Event description:
The lead was explanted when repositioning was unsuccessful due to dislodgement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.